Event description:
It was reported that plate removal surgery was performed due to chronic infection. Plates and screws were removed . Investigation of returned implants showed wear consistent with implantation and removal; plate compression tabs were broken off, all broken pieces were returned. The surgeon indicated the presence of the plates were contributing to the chronic infection. This product is supplied non-sterile and is cleaned and sterilized at the user facility prior to surgery.